Event description:
The information received from (B)(4) study indicated that the patient was admitted emergently with unstable angina pectoris and a type c, de novo lesion in the mid left anterior descending artery (lad). The lesion length was approximately 45mm and the vessel diameter was approximately 2.5 - 3.0 mm. The patient was admitted emergently with acute coronary syndrome for the index procedure. It is unknown if pre-dilation was conducted. A 2.5 x 23mm cypher bx was implanted at 20atm (inflation time unknown) at the distal portion of the target lesion. Then, then a 3.0 x 28mm cypher bx was implanted at 16atm (inflation time unknown) proximal and overlapping the 1st cypher bx. Post-dilation was conducted with a 2.75mm balloon, but details were unknown. The residual stenosis was unknown. Ivus was used after initial placement of the stent and was satisfactory. The day after the index procedure the patient developed st-elevated myocardial infarction (mi). Coronary angiography (cag) was conducted and thrombus was observed inside the cypher bx implanted at in the mid lad.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device would not release clips and then the device got stuck on the cystic duct. Unknown how the device was removed from the tissue. Another device was used to complete the case with no patient consequence.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. The batch record was reviewed and no anomalies were noted during the manufacturing process.